Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that, when the surgeon removed the reference frame to work in an area it was obstructing, something was blocking the frame from re-attaching to the pin and the frame became stuck on the pin. The surgeon had to abort navigation, but was able to complete the procedure as the procedure was almost finished. There was no delay in the procedure and no impact on patient outcome. Additional follow-up determined that the site was able to separate the two parts after the case was completed.